Manufacturer narrative:
Insulin pump had no button response due to moisture damage keypad trace. No button error alarm noted. Numbers did not ramp up on its own or scrollbar moving with no input. Minor scratch on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly on the insulin pump.

Event description:
Customer reported he was trying to give himself a bolus and the buttons, on the insulin pump, are unresponsive. Customer also noted there is condensation on the screen. Customer's blood glucose level was 246 mg/dl. Customer state the only significant that could have caused the alarm was his sweat was on the device. . Customer was advised to discontinue use of the device and to revert to back up plan. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.